Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of implant of the percutaneous aortic valve. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances and certain medications (i.e. Beta blockers, calcium channel blockers). In this case, the exact cause of the clinical observation cannot be confirmed. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed left bundle branch block (lbbb). No treatment was prescribed and the condition remained ongoing. Three days post implant the patient developed complete heart block. Subsequently a permanent pacemaker was implanted with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.